Event description:
It was reported that during preparations for a farapulse procedure to treat atrial fibrillation, upon connection to the irrigation mechanism a farawave catheter began leaking air and water in an abnormal way. The catheter was replaced with a similar, the issue was resolved, and the procedure was completed. No patient complications were reported. The device has been returned for analysis. It was further reported that there was no damage to the luer. A pump was used for irrigation, but the flow rate is unknown. The leak came from the distal end of the splines. It could be characterized as a fast drip.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of leak and visible air bubbles. Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The sheath was leak tested, and the sheath passed all leak testing. Additionally, a video was reviewed by a boston scientific quality engineer. The video showed device flushing, however, without the proper evaluation it is not possible to confirm any issue or anomaly. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of leak and visible air/bubbles are a known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem was detected, the catheter passed all leak testing and functional testing did not reveal any abnormalities.

Event description:
It was reported that during preparations for a farapulse procedure to treat atrial fibrillation, upon connection to the irrigation mechanism a farawave catheter began leaking air and water in an abnormal way. The catheter was replaced with a similar, the issue was resolved, and the procedure was completed. No patient complications were reported. The device has been returned for analysis and investigation is still in progress. It was further reported that there was no damage to the luer. A pump was used for irrigation, but the flow rate is unknown. The leak came from the distal end of the splines. It could be characterized as a fast drip.

Manufacturer narrative:
Additional information was provided in section b describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparations for a farapulse procedure to treat atrial fibrillation, upon connection to the irrigation mechanism a farawave catheter began leaking air and water in an abnormal way. The catheter was replaced with a similar, the issue was resolved, and the procedure was completed. No patient complications were reported. The device has been returned for analysis and investigation is still in progress.